Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4) pcu unresponsive keys.

Event description:
It was reported that the device had a "bad power supply". No patient involvement was reported.